Event description:
A user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The haptic broke while putting the iol in the cartridge. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.